Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery with 80% stenosis, moderate calcification and heavy tortuosity. The emboshield nav 6 embolic protection system was used, however, there was resistance when retrieving the filtration element into the retrieval catheter (rc) with the torque device. As a result, the filtration element could not be retrieved into the rc. So the physician removed the 8f guiding catheter together with the filter and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the returned product. The reported retraction problem was not confirmed, as the returned filtration element was able to be fully retracted in the retrieval catheter with no anomalies noted during functional testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported retraction problem. It may be possible that anatomical conditions or an excessive embolic load caused resistance while attempting to retract the filter into the retrieval catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.